Event description:
It was reported the patient developed an infection at her ipg pocket site and her system was explanted on (B)(6) 2012. The patient was treated with oral and intravenous antibiotics. Follow-up indicated the patient had recovered from the infection.

Manufacturer narrative:
The returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.